Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen. The patient stated that there were no cgm values on her unspecified tandem pump display device which occurred an (B)(6) 2023. When the patient returned home from exercising, the tandem display device was not showing any cgm readings. It is unknow for how long the display device was not displaying readings. The patient experienced loss of consciousness and alleged coma and was alone for 1 hour before being found by her spouse. The spouse revived the patient with unspecified glucose gel and tablet and the patient regained consciousness. The patient experienced limited shoulder mobility. An unspecified time later, the patient experienced convulsions due to being cold from laying on the floor soaking wet (no details about source of wetness) due to the alleged coma the patient experienced. There was no documentation of medical evaluation at that time. There was no documentation of additional treatment or medical intervention at that time. Two days after the event, the patient sought medical evaluation in the hospital and was transported by the spouse. Upon arrival to the emergency department, it was found on x-ray that the patient had sustained a broken clavicle as a result of the injury 2 days prior. At the time of the report, the same day as the ed visit, the patient was recovering. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).